Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the liquid crystal display was out of specification, it was missing pixels. It was additionally noted that the upper case was damaged, the lower case was broken, one knob was broken, the side bail covers, ring cover, side bails and ring bail were missing and the keyboard was damaged. The device was being returned unrepaired due to its length of service. (B)(4).

Event description:
It was reported that the external pulse generator's lower screen had vertical blank bars. The generator was returned for service as well as a requested test and calibration procedure. There was no patient involvement.